Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system revision procedure and was doing well postoperatively. The explanted devices were not returned by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8416-50. Serial number: (B)(6). Batch/lot number: 7078833. Model/catalog description: artisan MRI paddle lead 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316. Batch/lot number: 35307695. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4).